Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the pump case was removed and no internal damage was found; the motor drive was visually inspected and no defects were observed. The investigation was completed with the returned battery cap with no related malfunctions found. The black box showed no evidence of rewind alarms. The pump was able to properly rewind and prime; product analysis was unable to duplicate the complaint. Unrelated to the initial complaint, the display was found to be dim, fading, and reddish in color. The battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.